Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid resection, there was poor staple formation that caused bleeding on staple line.